Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth reported only as 1924. This report is for an unknown quantity of nail(s) part and lot number also unknown. Additional pro code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a device history review was conducted and it was found that no non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient was implanted with proximal femoral nail antirotation on (B)(6) 2014. The patient was returned to surgery on (B)(6) 2014 due to derotation of femur, at this time re-nailing was performed because of macrotation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.